Event description:
Correction: additional review determined that the second paragraph of the initial MFR. Rep. # 3004209178-2011-07799 (it was reported by the hcp that covering his lower back pain.) Actually pertains to MFR. Rep. # 3004209178-2011-05063 and should not have been reported as part of this event. Additional information received reported that the patient was doing well and receiving good stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's recharging antenna had a frayed cord. When the recharging antenna was replaced the patient experienced coupling and or communication issues. It was reported the patient was last able to recharge successfully about three months ago, and an overdischarge was suspected. It was reported by the hcp that the overdischarge was cleared on (B)(6) 2011 and the device was reprogrammed, however the stimulation still did not cover the most significant pain in the lower back and lower extremities. The patient had coverage of these areas during the trial, when the leads were advanced to t8. During implant the leads were extended to t10 and t11. It was though this was due to the patient's disk bulges. The hcp reported that the patient's spinal cord stimulator initially provided relief of his pain, but he lost stimulation the day after the implant and the device eventually stopped covering his lower back pain. Additional information received reported that the patient was reprogrammed twice. The first time the device worked for a week or two, and then the patient had to go back to the doctor. The second time the patient was reprogrammed for 1 to 1.5 hours. It was reported that the stimulation was in the bottom of the right foot and the patient needed it in the groin. It was also reported that during the second reprogramming the patient experienced shocking in the middle of the back or right hip. The patient's implantable neurostimulator was on the left side. It was reported that the patient was going back to the doctor on (B)(6) 2011 to be reprogrammed again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Health professional should not have been checked in the initial report.